Event description:
Reportable on analysis completed 02 october 2018: it was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. The trans-septal puncture was performed and an amplatz super stiff wire was placed in the left upper pulmonary vein. A watchman access system was prepared and then exchanged from the trans-septal sheath. The physician felt resistance accessing the groin and made it to the inter atrial septum; however, he was unable to cross the septum. The access system was removed from the patient and it was noted that the distal tip of the access system was crushed. A new access system was used and a watchman laa closure device was implanted to successfully complete the procedure. The patient was stable the whole time and there were no patient complications. However, inner liner delamination was noted. Device evaluated by MFR: returned product consisted of a watchman access system (was), and a dilator snapped into the sheath. The device was bloody. The tip, sheath and valve/hub were microscopically and visually inspected. Inspection revealed tip damage (bunching/cracked/ delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.